Event description:
The video bronchoscope (model eb-1570k/serial (B)(4)) was evaluated by the pentax medical inspector on 02/27/2015 which confirmed the customer's complaint. The findings included a severe dent in the segment assembly, abrasions on the light guide/umbilical cable, intermittently functioning remote control buttons #1, #2, #3, #4, a crack in the cover of remote control button #1, and a hole in the covers of remote control buttons #2 and #4. Based on the information received from the initial reporter and the current findings by pentax medical, it is reasonable to suggest user mishandling as the root cause of this event, due to the user contributing to the damages on the segment assembly, the light guide/umbilical cable and the remote control buttons. The severe dent on the segment assembly contributed to the failure of the ccd, since the ccd wiring may have been compromised from this dent, and this ultimately resulted in the image freezing issue. It is also reasonable to suggest user mishandling since the user did a pre-procedural inspection and even though the insertion tube with segment passed, it was subsequently dented. Replacement of the insertion tube with segment, the distal body with tubes, the ccd module with drive pcb and remote control buttons #1 #2 and #4 was performed, along with angulation adjustment and image calibration. The video bronchoscope was returned to the customer on 03/31/2015. Pentax medical has not received any other information regarding this event or the video bronchoscope involved, and therefore consider this medwatch report closed.

Manufacturer narrative:
Na.

Event description:
On (B)(6) 2015, pentax medical received confirmation from (B)(6) health for a report stating "image keeps freezing" involving bronchoscope model eb-1570k/serial (B)(4). The customer indicated that the entire image froze during a procedure and the user did not have the ability to view a live image and therefore the procedure was not able to be completed with the bronchoscope involved, so another bronchoscope was used to complete the procedure. The user also communicated that the event did not contribute to or cause a serious injury or death of a patient or user. A return material authorization was issued and the bronchoscope was received by pentax medical on 02/26/2015 where it is currently undergoing evaluation.